Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during a routine device change out, there were some automatic mode switch events stored over the past 14 days there were caused by noise. The physician noted an insulation anomaly. The atrial lead was capped and replaced successfully on (B)(6) 2017. The patient was asymptomatic prior during and after the procedure and was stable in the recovery room.